Event description:
A caller reported experiencing an alarm 2 followed by alarm 26 on their pump. The caller's blood glucose level was reported to be 303 mg/dl, which is within the normal range, indicating there was no adverse impact. Technical support instructed the caller to disconnect from the site and perform a series of steps, including delivering a 9-unit bolus, which completed successfully. As a resolution, technical support arranged for a one-time pump replacement and provided the caller with instructions for returning the problematic pump. The customer was advised about the steps needed upon receiving the replacement pump, and they understood and acknowledged all the instructions.